Event description:
Nursing assistanat was transfering a resident onto the appollo chair. The chair is a seperate unit that can be used to transport a resident to and from the apollo bath. A bolt came loose or broke causing the chair to swing down with the resident sitting in the chair. The chair fell on the nursing assistant and broke her ankledevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: factory trained/authorized/owned service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, design - inadequate, material degradation/deterioration. Conclusion: device failure occurred and was related to event, device failure related to patient condition, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.